Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a primary surgery on the initial attempt to drop the package onto the sterile field, the inner packaging holding the device would not drop out onto the field. The scrub tech removed outer packaging and tried to deliver implant to sterile field and in the process contaminated the implant. The sales rep had to leave the hospital to obtain replacement. Surgery was completed successfully.

Manufacturer narrative:
An event regarding packaging issue involving a triathlon femoral component was reported. The event was not confirmed. No packaging was returned for analysis,therefore the reported event could not be confirmed. Medical records received and evaluation could not performed as the event is related to a packaging issue. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. No packaging was returned with this component, the reported event could not be confirmed. No further investigation for this event is possible at this time.

Event description:
It was reported that during a primary surgery on the initial attempt to drop the package onto the sterile field, the inner packaging holding the device would not drop out onto the field. The scrub tech removed outer packaging and tried to deliver implant to sterile field and in the process contaminated the implant. The sales rep had to leave the hospital to obtain replacement. Surgery was completed successfully.